Event description:
Event occurred in germany. Conflicting tni results on 2 patients. Patient 1: (B)(6) 2023: sob tni: 0.58, <0.05 ng/ml; cutoff: 0.04 ng/ml. Troponin I tni: 0.01 ng/ml; cutoff: 0.02 ng/ml. Patient symptoms: headache and neck pain for 2 weeks. Diagnosis unknown.

Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated with in-house retain testing of triage sob (B)(4) with an in-house calibrator. No issues with tni recovery were observed, the lot performed as expected. Reviewed the batch record for triage sob lot (B)(4). The lot met all final release specifications. No issues with tni recovery were observed. Based on the information available, there is no indication of a product deficiency and no corrective action is required. The case details were reviewed along with the complaint history of this product for the reported failure mode; no issues were identified. This trend will be continuously monitored through incoming complaints.